Manufacturer narrative:
Date of event is estimated. A patient is awaiting a revision was reported to abbott. The device will be electively replaced for upgraded/new technology. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had to charge the device more than recommended. Surgical intervention may take place to address the issue.